Manufacturer narrative:
Correction sent to include b3 date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 80-year-old male patient who six years prior underwent implant of medtronic 29-mm evolut bioprosthetic valve.  More recently the patient presented with acute heart failure.  Subsequent evaluation revealed severe intra-prosthetic aortic insufficiency and acute flail or rupture of the left cusp.  The patient¿s clinical condition deteriorated with pulmonary edema and low cardiac output.  Therefore, an urgent valve-in-valve procedure was performed under trans-esophageal echocardiogram guidance.  A short non-medtronic bioprosthetic valve was selected to mitigate the risk of coronary obstruction.  After crossing of the aortic valve with a guidewire the patient experienced severe hypotension requiring inotropic support.  The new valve was successfully implanted inside the index valve with an immediate improvement of hemodynamic condition.  Post-implant evaluation showed no evidence of paravalvular or intravalvular regurgitation, normal transvalvular gradients, and proper coronary perfusion.  The patient was discharged in good clinical status.  The 6-month follow-up visit confirmed proper valve performance with no sign of paravalvular leak.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: de ferrari et al. Transcatheter aortic valve replacement-in-transcatheter aortic valve replacement for high-risk anatomies: demonstrating the feasibility of index leaflet overhang in a first-in-human case report. European heart journal - case reports. October 2024, volume 8, issue 10, ytae529, doi: 10.1093/ehjcr/ytae529. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.